Manufacturer narrative:
Internal complaint # (B)(4). Autonumber: (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro balloon would not inflate. In addition, the device would not cauterize. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro balloon would not inflate. In addition, the device would not cauterize. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood were observed on the tool jaws and the c-ring. The balloon was not returned for evaluation. The cannula handle and the tubing appear intact. The c-ring was observed to be cut in half longitudinally and appeared melted between the flanking curved areas. The scope wash tubing and the retention rib remained attached to the cannula. Microscopic inspection showed the heater wire on the hot jaw was slightly flexed but remained attached to the jaw. The silicone boot insulation appeared intact with no cracks nor peeling. The device was evaluated for electrical/cautery function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible intermittent beeping sound during ten (10) 3-second activations and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed five (5) times using "max life test method" (bacon test). The device activated and transected the tissue five (5) times with no cautery failure observed. The handle which houses the switch component was opened. No evidence of contamination or erosion on the wires and switch parts. We did not observe any electrical issues for the device during testing. Based on the returned condition of the device and the results of the investigation, both reported failures inflation issue and failure to cut were not confirmed. However, both analyzed failures break,c-ring and material twisted/bent were confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro balloon would not inflate. In addition, the device would not cauterize. A replacement device was used to complete the procedure. The hospital did not report any patient effects.